Event description:
Caller reported an occurrence of alarm 2 followed by alarm 26 due to an occlusion issue. There was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl or the cgm reading ¿high.¿ the caller was advised by customer technical support to perform several corrective actions: disconnecting tubing, tightening connections, delivering boluses, and filling a new cartridge. After attempting these solutions, the occlusion alarms persisted. The customer was instructed to replace their supplies and resume insulin therapy.